Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using proglide devices after an angioplasty procedure using a 6f sheath. Reportedly, when the first proglide suture was pushed down to the artery wall, the suture broke. A piece of the artery wall was torn. Another proglide was deployed and did not achieve hemostasis. Surgery was used to repair the artery and achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account.